Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead experienced a fall due to syncope and was brought to the emergency department. It was noted that since implant in 2023, the pacing thresholds had increased and the pacing outputs were increased to ensure capture was retained. At a check on (B)(6) 2024 the pacing thresholds were 2.3v@0.8ms and the pacing output was reprogrammed to 3.5v@ 0.8ms. The next day the patient had their fall at home and at the emergency room, a CT scan showed the tip of the rv lead could have penetrated through the ventricular wall. A cardiologist was consulted and the pacing output was increased to 5v@1.0ms. The physician discussed the case with the patient's family. The patient remained hospitalized for six days. During the stay, the pacing output was increased again and the patient was monitored until appropriate pacing and capture were observed. The patient was then discharged with no further adverse events reported. No surgical intervention was performed to address the suspected perforation. The rv lead remains implanted and in service.